Event description:
The patient reported charging issues between the implant and external equipment. During a lead revision, the decision was made to replace the patient's implant due to the previous charging issues.

Manufacturer narrative:
The explanted lead was discarded by the medical facility and will not be returned for evaluation. A review of the device history records for the explanted lead was completed and no anomalies were noted. The ipg passed visual and photographic image inspection as well as mechanical tests performed. The device could not be charged; however, it regained functionality when it was powered up with an external power supply. The ipg passed one of the electrical tests performed. The ipg exhibited damage to the analog integrated circuit which caused the reported failure. The exact cause of the damage to the analog ic could not be determined. This is the final report.